Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed basic occlusion and displacement tests.

Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 486 mg/dl. Caller stated that the customer was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.